Event description:
Additional information clarified that the device was revised due to a fracture of the pump bulb.

Manufacturer narrative:
This follow up MDR is created to document the clarification information in the event description and the evaluation of the returned device. A titan pump was received for evaluation, along with a photo of the explanted pump. Examination and testing of the returned component revealed a separation in the pump body near the spring of the inlet tube. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Based on examination of the returned component, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress was most likely exerted on the pump bulb and body to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was not inflating and pump failure on bulb top were reported. The event was observed in (B)(6) 2020. It was reported that the failure occurred just below the deflate mechanism. The device was explanted and replaced.